Manufacturer narrative:
Initial and final MDR 1899435 - MDR 3003442380-2024-11253 - device 3 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 8 infusions set tube leakage at near site event on (B)(6)2024. Infusion set has been used for less than 2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available